Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that the ins has moved upwards towards the neck as of a week or so prior to this report. The scar used to be at the top of the implant, but it is now in the middle. The patient¿s healthcare professional (hcp) commented on it at visit on (B)(6), but reportedly did not seem concerned. It was noted that the patient had a fall a week after implant, but everything was fine after tests at the trauma center. The patient had a visit with their surgeon on the day of this report and noted they would provide an update later. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the circumstances that led to the ins migration/movement was they had deep brain stimulation. The patient stated they went to the doctor and they said they would see in 2 years for new batteries. Also consulted with other hcp regarding the matter.